Event description:
Related to MFR report # 2183959-2012-01609, 01612. Plaintiff was implanted with the miniarc on or about (B)(6), 2011 for the treatment of stress urinary incontinence and/or pelvic organ prolapse. Another ams device also implanted during a repair surgery on or about (B)(6), 2012. Plaintiff's attorney alleges that, "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.